Manufacturer narrative:
The autopulse nimh battery (s/n (B)(4)) involved in the event was returned to zoll medical corporation on (B)(4) 2012 and was analyzed. Visual inspection of the battery showed no damages. Reported problem was confirmed. The battery failed testing and will be scrapped. Probable cause of failure could be due to improper battery maintenance. Battery serial number (B)(4) was received and serviced on (B)(4) 2012. The autopulse system labeling requires the user to "test cycle" each battery monthly. The number of test cycles obtained for this battery was "17" cycles. If proper battery management had been followed, the expected number of test cycles would be "24". Not following the recommended battery maintenance may result in faster aging. This lack of test cycles may have contributed to the battery end of life. No adverse event was reported.

Event description:
It was reported that battery has low power.